Event description:
An endeavor sprint rapid exchange (rx) drug eluting coronary stent was implanted in the lad of a patient. It was reported that a not flow limiting dissection occurred during the index procedure. Investigator indicated that the event was not related to the study device. The patient is reported to be recovered without treatment. It was reported that the procedure was completed with excellent result. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection). (B)(4).